Event description:
It was reported that the bd epicenter¿ single user software acquired mis-association due to use error. The following information was provided by the initial reporter: "wrong acceptance of samples clear problem/ epicenter failure: no. Cause of epicenter failure: external error. Resolution of the failure/ what was done to resolve the epicenter failure: the nurse who performed the sampling reversed the access number labels on the bactec bottles by entering the reservation of the aerobic blood culture on the anaerobic bottle and the acceptance of the anaerobic blood culture on the aerobic bottle. Has reversed the access number labels on the bactec bottles by inserting the reservation of the aerobic blood culture on the anaerobic bottle and the acceptance of the anaerobic blood culture on the aerobic bottle. Solved by explaining to the customer how to associate the right sample with the right bottle. Verified with the customer passage of the resistance markers and notes to the report. Checked for correct operation. Incorrect labeling by nurses of blood culture sampling."

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: this is not a confirmed complaint of a bd product. Per baltrm-441007-aph revision 5, the failure associated to this complaint is a user inconvenience which is a severity of s1; reference ID 6.3. Complaints for software were under statistical control for the month of may. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd epicenter¿ single user software acquired mis-association due to use error. The following information was provided by the initial reporter: "wrong acceptance of samples. Clear problem/ epicenter failure: no. Cause of epicenter failure: external error. Resolution of the failure/ what was done to resolve the epicenter failure: the nurse who performed the sampling reversed the access number labels on the bactec bottles by entering the reservation of the aerobic blood culture on the anaerobic bottle and the acceptance of the anaerobic blood culture on the aerobic bottle. Has reversed the access number labels on the bactec bottles by inserting the reservation of the aerobic blood culture on the anaerobic bottle and the acceptance of the anaerobic blood culture on the aerobic bottle. Solved by explaining to the customer how to associate the right sample with the right bottle. Verified with the customer passage of the resistance markers and notes to the report. Checked for correct operation incorrect labeling by nurses of blood culture sampling".